Manufacturer narrative:
(B)(4). The lead was not returned for testing and efforts to obtain additional details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Additional information was received stating that the reason the lead was removed from service was due to noise which was being oversensed. This product issue will be updated if additonal information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Event description:
--